Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
It was reported by the retailer that seventy four dressings had black dot. The product was not used on patient. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
This emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Batch record review: the lot 3d04573 was manufactured on 05/06/2023, bodolay manufacturing line, with a total of (B)(4) market units. Complaint investigator performed a batch record review on 04/25/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in this, the reported defect can be confirmed. No unused return sample was expected. Investigation summary: using the 6ms methodology, the followings assignable cause was identified: machine: no proper tools were used to complete the visual inspection at distributor. Distributor was found not familiar with the use of tappi chart for black dot inspection. As the non-conformance is quality system related, with deficiencies in the establishment of the requirements (method) and communication and training related to the inspection and use of the machinery this "m" was discarded. Method: the root cause has been identified in relation to method (inconsistency in the acceptance criteria. No clear inspection/ acceptance criteria was defined for black dot/ foreign matters and dented box defects). Lack of method and training (management responsibility) are the root cause of this issue, specifically in: there is no alignment of inspection method or criteria between distributors and convatec. Man: it was confirmed that the employee(s) at distributor were not trained to convatec inspection criteria. Management: training, communication, resources, management responsibility and prioritization are considered management causes. It was determined that there was no clear instruction nor communication on how distributor should report defects. Distributors send complaints as and when they found it during the labelling process resulting in duplicate complaints for the same defect code within the same manufacturing lot. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.